Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number? Where there any quality issues noted prior to the packaging being handled?

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, when package was opened, the suture disintegrated. There were no adverse patient consequences reported. Additional information has been requested.